Event description:
The customer reported that the cine disk was not available. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The hard disk connection was reseated. The system operates as intended.